Event description:
It was reported that during a rotator cuff surgery the screw broke during insertion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1927bct-475-1, batch 15295598, was received for investigation. Upon evaluation, it was noted that the device's anchor was damaged along the threads. Functional testing could not be performed due to the damage to the device. The most likely cause of the reported failure is user error, such as misaligned insertion and/or prying/leveraging the device during use. The complaint allegation is confirmed.